Event description:
The site reported that a light adjustable lens (lal, sn (B)(4)) was explanted due to being implanted backwards. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The treating physician initially contacted rxsight due to the observation of a myopic shift after the completion of the final lock-in visit. Upon inspection of the implanted lens, it was discovered that the lal (sn (B)(4) ) was implanted backwards. The treating physician and patient decided to explant the lal. The lal was explanted and another iol was implanted on (B)(6) 2023, after an initial unsuccessful attempt on (B)(6) 2023. The explanted lal was not kept by the site. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).